Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
During removing the cannula of the right atrium, the tip remained in the interior vena cava. The heart lung machine was started again to remove the cannula tip. (B)(4).